Event description:
Incidents of uncommanded table movement that may be associated with fluids from decontamination procedures entering a recessed connector port at the base of the table used with remote control cable plugs. The location of the recessed port has a propensity for collecting fluids and shorting across plug pins. Although other clients have received recommendations from the firm that they use a film of silicone to seal the recessed port, the replacement remote handset received and installed today is different from those received in the past and the ones involved in recent incidents. There is a sort of boot included on the cable. The boot covers the entire recessed port, presumably to provide an additional barrier against liquid infiltration.